Manufacturer narrative:
The unit had a severely cracked and bleeding lcd glass. The unit had a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer called in to report that the insulin pump fell and the display was cracked. The customer's blood glucose level was 300 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.